Event description:
Synthes (B)(6) reported that during a sternal closure procedure using the sternal cable system, two sternal cable crimp instruments (391.291) malfunctioned. Both devices were cutting the sternal cable before crimping. The surgeon wrapped the cable around the tension wheel on both instruments and the cable was cut at the nose even without squeezing the handle. The consultant brought up another sternal cable set and used a 3rd sternal cable crimp instrument (391.291) to complete the surgery without harm to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation revealed that the complaint condition is from an unknown cause. The complaint condition could not be replicated during functional testing. The tools have not been back for repairs or calibration since being originally delivered which may have been the cause of the potential problems during cable tensioning. In september 2009, a revision was made to the tension wheel springs to improve their performance. Since that time, the tools have had these upgraded springs. A number of tools manufactured prior to september 2009 were sent in for the upgrade, but these two instruments were not among them. The returned part meets manufacturing specifications and the complaint condition is not related to the manufacturing process. Based on the evaluation performed and the unknown root cause, this complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
This is report 1 of 1 for this complaint (B)(4). This report is for two tensioner sternal cable crimper/cutter instruments from the same lot number.